Manufacturer narrative:
Investigation summary: one (1) sample was provided by the customer for investigation. The sample was analyzed visually and identified a piece of white foreign matter (fm) approximately 2mm (0.08 inches) in length. The needle was removed from the hub and it was observed that the fm is loose and not attached to the needle. This fm could have come from either an operator or from the manufacturing equipment or environment however a definitive root cause could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8228942 item #305186. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: this fm could have come from either an operator or from the manufacturing equipment or environment.

Event description:
It was reported that foreign matter was found with a needle 19ga 1in tw. The following information was provided by the initial reporter, "material no: 305186, batch no: 8228942. It was reported that the there is white debris on the tip of the needle. Event description per snow verbatim states, "there is a white debris on the tip of the needle".